Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while using the diagnostic mobile programmer application, the implantable cardiac monitor (icm) did not finish programming though the implant workflow. It was noted that device was not programmed 'on' and was not detecting. It was advised that the patient return to the clinic to finish the programming of the device. The diagnostic mobile programmer application remains in use. No patient complications have been reported as a result of this event.